Event description:
It was reported that difficulty was encountered during advancement of the viking optima, and heavy kinking occurred due to the pt's tortuous anatomy. The guiding catheter had to be torqued several times and when it was noted that the guiding catheter had become twisted, the device was withdrawn. However, fluoroscopy showed that the distal shaft segment, approximately 10 cm, had separated. The separated segment was retrieved with a snare device. No significant pt effects were reported.